Manufacturer narrative:
Evaluation results: one portex tube (blue line ultra) was received in used condition without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. A leaks was detected in the cuff of the returned sample.the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical blue ultra suction aid tube with profile soft-seal cuff had a "pin hole in the cuff". Subsequently a trach tube change out was required. No adverse patient effects were reported.